Event description:
It was reported that during a left bundle branch area pacing procedure, intermittent pacing was observed on the right ventricular (rv) lead. The physician decided to change the lead position, but the tip of the electrode could not be retracted despite multiple attempts. The lead was not used, and the physician elected to complete the procedure with a different lead. The patient's condition remained stable.